Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Thirteen ventricular non-sustained tachycardia episodes of less than or equal to 210 ms between (B)(6) 2013 were recorded. There were four ventricular fibrillation (vf) of less than or equal to 210 ms average v-cycle between (B)(6) 2013. One patient alert for out of tolerance sub-threshold lead impedance was recorded on (B)(6) 2013. The daily pace lead trend data showed an increase for maximum ventricular bipolar pacing impedance of 551 to 4047 ohms peak between (B)(6) 2013. There was a patient alert for lead failure predictor on (B)(6) 2013. Product: d224drg implantable cardioverter defibrillator (ICD)  (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that a few days after a right ventricular (rv) lead replacement, the patient received an inappropriate shock. Noise and oversensing were detected on the replacement rv lead. The implantable cardioverter defibrillator (ICD)  was reviewed to make sure that there was not a connection issue since during the replacement, the physician indicated that the torque wrench "did not feel right." The physician decided to replace the ICD and the rv lead remains in use. No further patient complications have been reported as a result of this event.